Event description:
During insertion of a permanent pacemaker insertion procedure upon inspection a single gauze was found, which was provided in the sterile pacemaker surgical pack, that exhibited a dark flat area. It appeared to be a possible mold-like substance.